Event description:
Additional information was received indicating the right atrial lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. No intervention has been performed at htis time. The patient was in stable condition and will continue to be monitored.